Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a b30 (scope communication error). The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. See updates to d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the reported b30 communication error was due to a corroded charged coupled device (ccd) pin. The root cause of this could not be specified, however, it is likely attributed to component damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
No additional information received from the customer.